Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant: product ID d354trg, serial# (B)(4). (B)(4).

Event description:
It was reported that there was an alert for atrial impedance that was triggered due to a single out of range lead impedance measurement from high impedances. Additionally, it was reported that the device is currently programmed vvir (ventricle,ventricle, inhibited, rate modulation) as the patient has chronic af (atrial fibrillation) and therefore the atrial lead has no function. The alarm for the atrial lead was set to off and the lead remains in the patient. No patient complications have been reported as a result of thisevent.